Manufacturer narrative:
Results: the returned neuron max had fractures approximately 19.0 cm and 75.0 cm from the hub. The device had kinks approximately 21.0 cm and 64.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed a kink on the length of the device. If the neuron max is manipulated at extreme angles during insertion into patient anatomy, the device may become kinked. Further evaluation revealed additional kinks and fractures on the neuron max length. Based on the return condition and the reported complaint, the additional kinks and fractures are likely incidental to the reported complaint and likely occurred during post-procedure handling. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). It was noted that the patient's anatomy was tortuous. During the procedure, while inserting a neuron max into the patient's body, the neuron max became kinked and therefore, it was removed. The procedure was completed using another neuron max. There was no report of an adverse effect to the patient.